Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low reservoir alert and rewind anomaly from the insulin pump. The customer's blood glucose reading was 131 mg/dl. The customer was recently diagnosed with gastroparesis and her doctor put her insulin pump on dual wave. The customer was unable to rewind the pump because of the dual bolus being programmed. The customer was assisted on how to rectify the low reservoir alert.